Event description:
During a pta/stenting procedure to dilate a lesion in an iliac vessel, the balloon separated from the catheter. The physician used the ultra-thin balloon dilatation catheter to pre-dilate the target lesion and then removed the balloon catheter. An easy wallstent was implanted. The physician then went back in with the same balloon used to pre-dilate, intending to post-dilate the stent. Upon withdrawing the balloon catheter, it became stuck in sheath and the balloon detached. The physician removed the entire system as a unit. The procedure was considered successful. No patient injury or complications were reported. The patient is reported as 'good' following the procedure.